Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient experienced an extrusion of the receiver stimulator subsequent to sustaining a head trauma. The device was explanted on (B)(6) 2014. The patient was reimplanted with a new device at a later date.

Manufacturer narrative:
This report is filed on march 07, 2017.